Event description:
It was reported that the lead was explanted and replaced due to perforation. Physician does not allege lead failure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A lead tip stiffness test was performed and found to be within specification.